Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged blood glucose event could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose level was elevated the morning of the report 208-288 (mg//dl). The cause of the elevated blood glucose level was unknown. The customer delivered multiple boluses via the pump to address bg level. Reportedly, the customer was not feeling well. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.